Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Customer was treated with intravenous fluids and released from the hosp on (B)(6) 2014.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.